Manufacturer narrative:
Lot number of the device was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and during surgery there was suction loss after the laser fired in the right eye. The description of the event from the surgery center was they were unable to maintain suction after multiple attempts ¿ partial cleavage of flap, no cut or attempted lift. The treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints (post-surgery) of blurry visual acuity (uncorrected)/sch-subconjunctival hemorrhaging/ obl-opaque bubble layer. Patient also stated they were disappointed and a bit scared. Patient reported symptoms are not interfering with daily activities. Through follow up it was learned the patient is rescheduled for (prk) photorefractive keratectomy procedure. Bcva from (B)(6) 2018: right eye pre-op 20/20 -8.75 x -.25 x 15, left eye pre-op 20/20 -7.50 x -.25 x 132.